Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was not delivering insulin as intended, leading to a high blood glucose (bg) level that was over 500 mg/dl and required emergency room (ER) intervention. Customer was treated with unspecified intravenous fluids as well as anti-nausea medication and was released from the ER later that day. Additionally, it was reported that drops of insulin were not observed to be exiting from the tubing. The customer reverted to an alternate method of insulin therapy.